Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's pump was replaced on (B)(6)2018 and the explanted pump was to be returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a stall due to wear and/or lubrication and/or corrosion and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). 11.5 ml of drug was removed from the pump before placing it in the shipping box. The surgeon had wanted to check volume discrepancy. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2,000 mcg/ml unknown baclofen at a dose of 1,661.9 mcg/day via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The patient had an EKG on (B)(6) 2018 and that they also had a pacer. The pump status and/or event log report motor stall occurred. The motor stall was active. The patient's blood pressure was up (162/106) and they were starting to show signs of withdrawal. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and a healthcare professional (hcp). It was clarified that the surgeon just wanted to check the volume. It was noted the volume was as expected. It was unknown what caused the motor stall. They had attempted to reprogram the pump on (B)(6) 2018 and gave the patient 20 mg oral baclofen every 6 hours. The pump was subsequently replaced on (B)(6) 2018. No further issues were reported or anticipated.